Manufacturer narrative:
It was reported that the patient fell in the shower and broke their femur. As a result, the femoral stem is loose. Revision surgery is planned to address the issue. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient fell in the shower and broke their femur. As a result, the femoral stem is loose. Revision surgery is planned to address the issue.